Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have a broken grip that was completely detached from the base. The broken piece was hanging from the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the force bipolar clamp was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the force bipolar instrument did not have any portion of the instrument break off nor a missing piece.